Manufacturer narrative:
Investigation: the complained instrument has been investigated by the manufacturing plant. The opening and closing function is given. Also holding force has been checked and found to be according to the specifications (3 newtons). Batch history review: the device history records have been checked and found to be according to the specification, valid at the time of production. No further complaints received from this batch. Conclusion and root cause: the failure is most probably user related. Rational: the described failure could not be confirmed nor reproduced. It was possible to open and close the jawsby the grasp as intended. It is possible that an incorrect handling led to the described failure. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: italy. It was reported that during surgery after three to four uses that blades would not open. It would only open if force was applied. There was no harm to the patient.